Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information has been provided to date. Serial number: not provided. Report source: user reported medwatch# mw51081. Legal manufacturer: (B)(4).

Event description:
Per user reported medwatch# mw51081: "neonate found on floor next to giraffe omnibed care station. Left upper porthole cover found in open position." The nurse reported patient scans are normal, patient discharged home, no patient injury. Ge healthcare's investigation into the reported occurrence is ongoing.

Event description:
Per user reported medwatch# mw51081: "neonate found on floor next to giraffe omnibed care station. Left upper porthole cover found in open position." The nurse reported patient scans are normal, patient discharged home, no patient injury. Ge healthcare's investigation into the reported occurrence is ongoing.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information has been provided to date. Serial number: not provided. Report source: user reported medwatch# mw51081. Legal manufacturer: (B)(4).

Manufacturer narrative:
Based on the information provided in the complaint, the potential root cause for the patient fall from the port hole door is determined to be use error, as the user did not ensure that the porthole was fully latched and secured prior to leaving the bedside as prescribed in the user manual and on-device labeling.